Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported with a description, the device piston was bent once the lens was engaged. To be safe they used a replacement lens not trusting the correct exit of the lens given the crooked rod. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in h.3.,h.6 and h.11. Only photo was returned. The reported complaint cannot be confirmed from the returned photo. The returned photo shows activated company device. The plunger is advanced into the nozzle tip and the lens is advanced just past the nozzle tip. The reported piston bent once the lens was engaged cannot be confirmed from the returned photo. The reported complaint cannot be confirmed from the provided photos. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. The manufacturer internal reference number is: (B)(4).